Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they fell and now the insulin pump's screen was flashing. Blood glucose level at the time of the incident was 180 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected solid white or blank display with unexpected horizontal lines on display due to cracked or broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly.